Event description:
It was reported that a patient was experiencing an increase in seizures two weeks after being implanted. Diagnostics from the implant surgery indicated that the device was functioning as intended. No further relevant information has been received to date.

Manufacturer narrative:
Corrected data. Initial MDR inadvertently left out results of manufacturing review.

Event description:
Device history records were reviewed for the patient's implanted devices. Both devices were sterilized and passed all quality inspections prior to release for distribution.